Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily tortuous, moderately calcified and 75% stenosed anatomy resulting in the reported difficult to advance. Interaction with the moderately calcified anatomy resulted in compromising the balloon material thus resulting in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The other mini trek balloon is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified, 75% stenosed, left anterior descending artery (lad) using the kissing balloon technique. The 2x15mm mini trek balloon dilatation catheter (bdc) was advanced with resistance due to the anatomy, and during the second inflation at 14 atmospheres (atm) the balloon ruptured. A 1.5x12mm mini trek balloon dilatation catheter (bdc) was advanced with resistance from the anatomy, and during the third inflation at 14 atm the balloon ruptured. There was no adverse patient effect, or a clinically significant delay in the procedure. A non-abbott device was used to successfully complete the procedure. No additional information was provided.